Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The customer's reported problem was duplicated. Lemo connector was found to be missing a pin resulting in remote dose cord not detecting when installed. The lemo connector was replaced. The device passed all functional testing. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the device does not detect bolus cable when installed. There was no patient involvement and no patient harm/adverse event reported during testing.